Manufacturer narrative:
Device passed displacement test and selftest. Device was monitored and functioning properly. No missing segments/partial display during testing. Bolus wizard function properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had not showing up the bolus wizard in the bolus menu. The customer¿s blood glucose was 144 mg/dl. Troubleshooting was performed. Customer states insulin pump had missing information. Customer states they see the bolus wizard but shows it on but not option to use the normal way. Customer states they turn on and off the bolus wizard and was not able to use it. Customer pump was in manual bolus advise customer to discontinue use of the insulin pump and revert to a backup plan. The device will be returned for analysis.